Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's basal rate settings change on their own. The customer stated that she had had low blood glucose and found that the basal rates settings increased from 0.65 to 3.0. She changes the settings back to the correct value, but each morning for the last 3 days it would be back at 3.0 when she woke up. Blood glucose value is unknown. The customer discontinued the use of the device. Troubleshooting was not performed. The device was not returned for analysis.